Event description:
Patient had a special procedure done while on the vent. The patient began to experience respiratory discomfort and the vent settings were changed. Upon changing the settings, the vent began to alarm. The vent was assess and it revealed that the ventilator was not allowing the patient to take spontaneous breaths. Patient was coded and did not survive the code. Ventilator was quarantined and evaluated the next day in combination with the manufacturer rep. And hospital personnel. After evaluation of the ventilator and determination of the problems, the ventilator's central processing unit board was replaceddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, invalid data. The device was not destroyed/disposed of.